Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported that a (B)(6) old male with liver cancer underwent a transarterial chemoembolization (tace) procedure. The user injected domestic iodipin and the tip of the microcatheter was found detached. The device was replaced with a new device to finish the procedure. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, drawings, dimensional verification, device history record, instructions for use (IFU), quality control and visual inspection of the returned device was conducted during the investigation. The returned device was evaluated and found that the hub and catheter were separated with no other visible damage on the device. A review of the device history record was performed and found no non-conformances associated with this lot. Based on the information provided, examination of the returned device and the results of our investigation, a definitive root cause could not be determined. It is possible that the separation could have been caused by excessive force or pressures during handling. Measures have been initiated to address this issue. Per the quality engineering risk assessment no further action is required.